Manufacturer narrative:
The ra lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this right atrial (ra) lead had dislodged. A revision was performed and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.